Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. The following information was provided by the initial reporter: "we have a safety issue with the bd safetyglide 25g x 1 in needles (ref 305916). We meet resistance with them and are unable to push through air and/or medication. Lot # 2007149. Exp: 12/31/2026. We have sampled needles from a few different boxes (all the same lot/exp. Date) and they are all performing the same... In one of our leadership meetings awhile back, one manager commented that she was having resistance with the same product (not sure of lot number on hers)."

Event description:
It was reported that the bd safetyglide¿ needle was blocked during use. The following information was provided by the initial reporter: "we have a safety issue with the bd safetyglide 25g x 1 in needles (ref 305916). We meet resistance with them and are unable to push through air and/or medication. Lot # 2007149. Exp: 12/31/2026. We have sampled needles from a few different boxes (all the same lot/exp. Date) and they are all performing the same... In one of our leadership meetings awhile back, one manager commented that she was having resistance with the same product (not sure of lot number on hers)."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-sep-2022 h6: investigation summary ten samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Three samples did not expel the solution, these needles are clogged. It could be possible that a process variation occurred at the needle lubricant application process. Verification of the needle lubricant application process was performed. The settings were correct and the flow of products was good. A device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported is confirmed.